Event description:
Eight hours after percutaneous coronary intervention (pci), thrombus was found in the three cypher stents.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for emergent care due to unstable angina pectoris and 2-vessel disease was found. Intra-procedure medications included heparin 8000 units, aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Percutaneous coronary intervention (pci) was first performed on a de novo lesion in the mid to proximal left anterior descending artery (lad) of 25mm in length in a 2.5-3.0mm vessel diameter. The (b2) lesion was also concentric. Direct stenting was performed with a 2.5x18mm cypher stent at 20 atmospheres (atm) and then with an overlapping 3.0x18mm cypher stent at 16 atm, proximal to the first. Post - dilation was conducted with a 2.5x20mm balloon at 24 atm. Ivus was not conducted. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. Pci was conducted next on a de novo lesion in the distal right coronary artery (rca) of 20mm in length in a 3.0mm vessel diameter. The lesion was pre-dilated with a 2.5x18mm balloon at 8 atm before deploying a 3.0x28mm cypher stent at 20 atm. Post-dilation was conducted with a 3.0x20mm balloon at 26atm for 10seconds. Then for the proximal rca, a bare metal stent (4.0x15mm driver bms) was implanted. The details were unknown. Ivus was not conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. Eight hours after the pci, coronary angiography was conducted and thrombus was observed in the implanted all of the cypher stents. To treat the thrombus, an intra aortic balloon pump (iabp) was inserted and poba was conducted. Inflation time and pressure were unknown. The physician commented that the cause of the thrombotic event was because anti-platelet medicine was not administered due to emergent case. It seemed that there was no thrombus in the bms because it located at the ostial area. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additonal information received will be submitted within 30 days upon receipt. This is one of three products used in the patient that are associated with the reported event and were submitted under following manufacturing numbers 9616099-2007-00395, 9616099-2007-00396 and 9616099-2007-00397.